Event description:
It was reported that the right ventricular (rv) lead triggered an alert for an increase to high pace/sense impedance. Two days later, a lead integrity alert (lia) triggered and an alert for oversensing of noise was observed. The patient experienced inappropriate therapy and a fracture was suspected. The lead detections were programmed off and five days later the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007 and 5071-53 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.